Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The system was returned with locked shipping lock and with loaded stent; it was confirmed that the black system stability sheath was broken/ fractured; the fracture site indicated that high tensile load was present when the issue occurred. Stability sheath fracture may be related to high tensile force during system insertion which may be caused by inadequate handling; when pushing the system through the introducer a tensile force can only occur when the forward motion of the system is constricted further proximal. Based on the information available, a definite root cause for the event reported could not be identified. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used.', and 'if resistance is met during delivery system introduction, the system should be removed and another system should be used.', and 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath'. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510k number for the lifestent xl vascular stent system products is identified in d2 and g4. H10: b5, d4 (expiry date: 11/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement to treat the superficial femoral artery, the system stability sheath allegedly broke while pushing the system into the introducer. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 11/2021.

Event description:
It was reported that during a stent placement, the stent shaft allegedly broke while pushing the outer sheath of the wire. There was no reported patient injury.